Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pause episodes which appeared false triggering loss of sensing issue causing complete dropout of signal. Patient was asymptomatic during the event. Patient will continue to be monitored with no changes. Patient was stable.